Manufacturer narrative:
Concomitant products: 1488tc lead implanted: (B)(6) 2004, 1581 lead implanted : (B)(6) 2004.

Event description:
It was reported that during a routine device replacement procedure, the physician noted - upon visual inspection - the left ventricular lead had an insulation break. The lead was repaired and remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.